Event description:
It was reported that the patient had the ambicor penile prosthesis removed as it was not inflating due to fluid loss from the cylinders. A new spectra malleable penile prosthesis was implanted. No patient complications were reported.